Event description:
Caller stated that she had breast implants implanted in (B)(6) 2007. She reports they became very hardened like a rock with severe pain that progressed with time. She was on different pain medications that did not work. She had ultrasound done between 2012 and 2013 that showed fluid surrounding the implants. She believed her breasts rejected the implants. She requested the implants be removed. Allegedly, her request was not honored since she was not financially viable to pay the cost of removal at that time. She stated that she just lost her job. Two weeks ago, she finally got approved and the implant was immediately removed. Her concern is for FDA to make the cost of removal free if an implant fails.